Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient encountered two similar events where infusion sets fell off during use, which led to high blood glucose level of 234 mg/dl on (B)(6) 2024, after being used for a couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information available.